Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, since implant, the patient reported feeling "strange sensations". The right atrial (ra) lead exhibited over-sensing, under-sensing, high thresholds and loss of capture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days after the implant, the right atrial (ra) lead exhibited oversensing, undersensing, high thresholds and loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.